Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that a filter, designator fl9 from the analog pcb assembly was electrically leaky which was depleting the internal hlc batteries. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons. Upon an evaluation by physio-control, it was observed that the device had internal electrical leakage which depletes the internal hlc batteries. This would lead to a loss of power with the device. There was no patient use associated with the reported failure.